Manufacturer narrative:
The device was received with no button response due to corroded keypad traces. Unable to perform the self test and displacement test due to no button response. The device was also received with the keypad overlay missing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had keypad anomaly. The customer's blood glucose level was 9.3 mmol/l. It was reported that the keypad was stuck, and the glue was deteriorated. The customer was assisted in troubleshooting. It was also reported that the meter was not working. The customer was advised to revert to back up plan. The insulin pump will not be returned for analysis.